Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead fracture, externalized conductors and impedance anomaly were noted. Lead was capped and replaced.